Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and resulted in 0 voltage. There was no data log available to confirm the reported event of a failed transmitter error. The complaint confirmation was unable to be determined. A probable cause could not be determined. No injury or medical intervention was reported.